Event description:
User received discrepant phosphorus results for two patient samples. Only one patient example was provided. Initial result 1.84 mmol/l, repeat result was 1.01 mmol/l and 1.47 mmol/l. No information was provided to determine if erroneous result was reported or if patient was adversely affected. If additional information is received, appropriate notification will be provided.